Event description:
It was reported that drain bag was difficult to empty, plastic portion hard to tell if it was in correct position other than by urine flowing. Catheter did not give enough leeway due to placement of statlock on leg. They should be able to be moved as needed to prevent patient discomfort. Issue with emptying valve getting caught on pants.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "static positive air pressure". However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that drain bag was difficult to empty, plastic portion hard to tell if it was in correct position other than by urine flowing. Catheter did not give enough leeway due to placement of statlock on leg. They should be able to be moved as needed to prevent patient discomfort. Issue with emptying valve getting caught on pants.